Manufacturer narrative:
No patient present.evaluation of the suspect probe finds that the tip of the probe is visibly bent to one side. Also the probe shows a lot of wear with nicks and scratches. Despite the damage, the probe was able to verify. Replacement probe sent to site for issue resolution.

Event description:
A medtronic representative reported that a left thoracic tactile probe was noticed to be bent after visual inspection before a case. He said it wasn't damaged during a particular case and that the origin of the damage is unknown.